Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the power supply was defective. It was also determined at analysis that the stylus tip was broken but the stylus was working correctly. The cord bay and left and right keyboard hinge were broken. Errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.